Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturers representative regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable infusion pump. Indication for use was unknown. It was reported on (B)(6) 2016 that the patient experienced withdrawal symptoms. A catheter revision occurred where it was noted that the catheter had disconnected. After the catheter revision the patients withdrawal symptoms were resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.